Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative found that navigation system was working and tracking fine. The medtronic representative spoke with the scrub nurse and she reported that the power cable was pulled out abruptly during transport. Losing power abruptly may have caused the system act accordingly. After a cool down period, the navigation system returned to normal. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced or returned for analysis.

Event description:
A medtronic representative reported on behalf of the site that, while in a functional endoscopic sinus surgery (fess) procedure, the navigation system booted up fine but did not track the instruments. The system was rebooted about 3 times consecutively and the same thing happened. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the reported issue occurred when attempting to perform registration.